Manufacturer narrative:
See MFR: 3012307300-2017-01803 (same patient). It was reported that the event occurred "last year". The exact date is unknown.

Event description:
It was reported that after use of a cleo® 90 infusion set, the patient's site wasn't healing very quickly. The patient decided to take the pump off for "several months" to give their body a break. The patient stated they could not provide blood glucose values, but noted that the blood glucose levels were within target range and not impact by the event. The patient indicated that their body had time to heal and they were ready to begin using the pump again. No permanent injury was reported.